Event description:
It was reported that 2 sapien 26mm valves were implanted in the aortic position. .

Manufacturer narrative:
Two serial numbers were provided, it is not clear at this time, which one was implanted first. There is no additional information at this time, investigation is ongoing.

Event description:
Per report, after the transapical deployment of a 26mm sapien, the valve was too aortic, and there was significant perivalvular (pv) leak. A second 26mm sapien valve was deployed within the first valve with satisfactory results. A balloon aortic valvuloplasty was not performed during this procedure. The bioprosthesis was deployed by balloon inflation under rapid pacing. At this point, a completion aortogram was performed, which demonstrated a moderate perivalvular aortic insufficiency and placement of than aortic valve slightly more aortic in the aortic annulus than was preferred. This was confirmed by intra-operative tee due to the significant perivalvular leak. Decision at this point was to proceed with a second valve-in-valve. The second 26mm edwards sapien valve was then placed across the first sapien. Under rapid pacing, the second valve was deployed without any problems. Intra-operative echocardiogram and aortogram demonstrated decrease of the aortic insufficiency to mild-moderate, which was satisfactory. The patient was transported to cardiac ICU in critical, but stable condition

Manufacturer narrative:
The following fields were updated and/or corrected based on the follow up information received: the expiration date, valve lot and serial number were updated. Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior to deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization according to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures, and balloon movement during deployment. Per the instructions for use (IFU), the retroflex 3 delivery system is indicated for the transfemoral delivery of the edwards sapien transcatheter heart valve. Trans-apical delivery is off-label. Per the device instructions for use (IFU), correct sizing of the bioprosthesis is essential to help prevent paravalvular leak, migration, and/or annular rupture. Also, malposition of the valve requiring intervention is a potential risk specifically associated with the use of the bioprosthetic valve. Per the thv physician training curriculum, when the native aortic annulus is larger than 21.5mm, a 23mm sapien valve should be considered in special situations, (e.g. The presence of severe annulus calcification, bulky leaflet and low coronary ostia, narrow root and low coronary ostia, or a narrow sinotubular junction). It also mentions malposition of the valve as a contributing factor in causing paravalvular leak. In this particular case, the root cause for valve malposition with subsequent pv leak is unknown; however, it appears that the event may be due to a combination of valve selection, procedural factors (malposition of the valve) and patient factors (22mm annulus with severe calcification). Furthermore, there was no report of device malfunction, and the safety and efficacy of deployment of the sapien valve by trans-apical approach with the rf3 delivery system has not been established. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.